Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a degradation problem was identified and the packaging contains incorrect or incomplete device was identified regarding the missing ke45 (adhesive). The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited missing ke45 (adhesive) missing at the forceps/light guide cover and the pink probe is peeling cement and cut. There was no patient involvement.